Event description:
Boston scientific received information that during a commanded threshold test, the device failed to detect loss of capture and resulted in no back-up pacing for 5-7 beats. A field representative requested to be present at the next follow-up to confirm the anomaly. No adverse patient effects were reported.

Event description:
Information was later received that the technician had performed a manual test, thinking that it was an automatic test. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--